Manufacturer narrative:
Approximate age of device ¿ 6 years. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted into another hospital for a gastrointestinal (gi) bleed. The patient had low hemoglobin which was accompanied by symptoms of fatigue, and shortness of breath. No testing was performed. The patient was given blood transfusions. It was also reported that the gi bleed is ongoing.

Manufacturer narrative:
Device analysis: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.